Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 4 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. (B)(4) had the patient close all the clamps, and transfer set to cycle power twice, clearing the error to the "press go to start" prompt. (B)(4) then explained the error indicated a large amount of air had entered into the disposable set. The patient stated that a supply bag leaked during the dwell, causing the error. (B)(4) advised the patient to discard the supplies and report the error to their dialysis nurse the next morning. Product surveillance contacted the patient's caregiver who explained this was the first time they were using the luer-lock system. The caregiver found some drops of solution under the line of the third supply bag. The caregiver felt as though she may have not tightened the connection all the way, causing it to leak. The caregiver stated the patient was doing fine and was able to continue therapy successfully. No injury or medical intervention was reported.